Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to low circuit leak. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed test steps during testing. The device's sensor board needs replaced to address the issues.